Event description:
It was reported that a pathfinder nxt fixed percutaneous rod inserter was discovered during inspection to have a broken tip. It is unk how or when the part was broken.

Manufacturer narrative:
The condition of the returned device is consistent with the reported event. Mfg records reviewed indicated that the product failed to meet specs. The most probable root cause is design related. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.